Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received from the reported event date. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac perforation may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Following ablation of an idiopathic ventricular tachycardia originating from the anterior rvot, the patient developed a cardiac tamponade. As ablation was being finished it was noted on fluoroscopy that the patient's left heart boarder was not moving as briskly. A transthoracic echocardiogram was performed, revealing the pericardial effusion. The patient slowly became hypotensive and a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device.